Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue has occurred during planned treatment/non-emergency treatment and the procedure was completed after moving patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the system has no live video on the flex vision monitor except hemo. Upon troubleshooting, fse reset the video switch but there was no change. The philips engineer replaced rgb mediawall 2500 inside the k-cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor would not display any video. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the rgb mediawall 2500 inside the k-cabinet which returned the system to use in good working order.